Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was bent event on (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for 8 hours. The blood glucose level was and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.